Event description:
Routine complaint investigation when a consumer reported receving imprecise back to back readings on the precision qid blood glucose meter. These values, when plotted on a clarke error grid fell into the "d" zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the call.